Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient sought emergency medical attention while wearing a pod on the abdomen for an unknown duration of use. The omnipod 5 system with controller was operating in automated mode with novolog insulin. The patient reported that the dexcom sensor alarm was not functioning properly and that blood glucose decreased to 14 mg/dl. The patient was transported to the emergency room and experienced a coma associated with severe hypoglycemia. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.